Manufacturer narrative:
Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored. The insert provides the following information regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressing changes may be needed more frequently with highly exudative sites or if integrity or the dressing is compromised.

Event description:
Health care facility reported that a patient had developed a mild skin reaction under the tegaderm chg gel pad dressing. The dressing was used for cvc (left intra jugular vein). As medical treatment, the catheter was removed. The facility reported that the patient had other previous reactions to adhesive products. Chloraprep 2% for skin prep was used. Patient has healed after the incident.